Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the connector assembly was confirmed. The customer returned one cannon ii plus connector assembly. The catheter connector assembly exhibited signs of use. Microscopic examination revealed that the blue luer hub had a crack that is through the top edge of the hub. The crack is 7mm in length. The crack extends from the top edge part way down the hub body. There was another small crack in the blue hub, but it did not penetrate through the wall of the hub. The red luer hub had a crack through the top edge of the hub. There was a piece broken off the edge of the luer hub where the crack started. The crack is 7 mm in length. The crack extends from the top edge part way down the hub body. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. The blue hub did not leak. The red hub started to leak as the pressure was increased to approximately 35 psi from zero. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid other remarks: excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the report that the crack occurred during use, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology, three days after the catheter was inserted into the patient's jugular vein, the nurse found leakage. As a result, a new extension tube was used as a replacement. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male, (B)(6) cm tall weighing (B)(6) kg.